Event description:
Information received the cadd-legacy® plus pump 6500 had under infused 5fu medication. Registered nurse reported the cassette had a residual of 50 milliliters left after the pump completed infusion. The volume to be infused was 100 milliliters. The nurse reporting would like analysis of what the investigation reveals on cause of the event. No patient injury or adverse events were reported. The pump has not returned for investigation.